Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functional stress testing with 30j self test without duplicating the report. The analog board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.